Event description:
It was reported that the user received an alleged electric shock while using the zoom electric stretcher. It was reported that the user visited the emergency department for evaluation after the event where no additional medical intervention was required. The medical evaluation confirmed that no injury was caused from the alleged shock. No patient was affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device inspection it was confirmed that the alleged shock event was actually a static shock that the user received during use of the device. It was reported that the user visited the emergency department for evaluation after the event where no additional medical intervention was required. A visual and functional inspection was performed the field service representative where it was found that the static shock likely occurred due to the ground chain not making contact with the floor.

Event description:
It was reported that the user received an alleged electric shock while using the zoom electric stretcher. It was reported that the user visited the emergency department for evaluation after the event where no additional medical intervention was required. The medical evaluation confirmed that no injury was caused from the alleged shock. No patient was affected and no clinically relevant delay in treatment was reported.